Manufacturer narrative:
The device is in use for treatment. The atrial lead remains actively implanted; as a result, the clinical observation cannot be confirmed. A review of the device history records identified no rejects of the same nature as the reported event and there are no other complaints against this work order. There was one (1) reject identified in manufacturing for damaged tubing related to serial number (B)(4). There are no adverse patient effects reported for this event. Loss of capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the atrial lead failed to capture. In addition, a few short episodes of noise were observed on the lead. No impedance changes were observed. The threshold in (B)(6) was noted to be 0.6. At this time, the lead remains implanted (approximately 14 years, 10 months) and there are no complications to the patient. The doctor will discuss and decide what to do with the atrial lead. The patient is athletic and lifts weights and no inhibition of pacing was observed. During testing it was noted that the right ventricular lead which was reprogrammed to 3v for a 1.5 threshold a year ago is now at 2v. The patient has a ddd pacemaker and is pacing at 20%.